Manufacturer narrative:
Device evaluation: 1 unit of unknown lot number of echo-bx-19 device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2026 and lab re-evaluation on (B)(6) 2026. The lab and lab attendance can be viewed in the ¿product returned, examination of returned device¿ section. Visual inspection: distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with no issue. No issues were observed with the device. Lab re-evaluation visual inspection: distal end of needle examined and no issue was observed. No damage was evident to the tips using the magnifying glass & lamp available in the complaints lab. Sheath tip is undamaged with buffed end present. Some minor bowing of the needle distal end was observed on one plane as per the images taken. All joints appear to be intact with no visible damage observed. A bend on the needle and sheath was observed distal to the sheath extender, but this was confirmed as a result of internal storage post initial lab evaluation. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with no issue. Handle operation is smooth without obstruction. All components appear present except for the stylet. All locks were present and operational. Needle luer appears to be correctly aligned and seated in the outer handle. Inner handle cannula appears to be present in the handle. No functional deficiencies were observed. Note: clinical setting cannot be replicated for this inspection. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution, all echo-bx-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: n/a. Instructions for use and/label: as per the instructions for use, ifu0136, which inform the user about the potential adverse events ¿those associated with gastrointestinal endoscopic ultrasound procedure: allergic reaction to medication ¿ aspiration ¿ cardiac arrhythmia or arrest ¿ damage to blood vessels ¿ fever ¿ hemorrhage ¿ hypotension ¿ infection ¿ pain/discomfort ¿ perforation ¿ respiratory depression or arrest. Those associated with the device: acute pancreatitis ¿ allergic reaction to nickel ¿ fever ¿ hemorrhage ¿ infection ¿ pain/discomfort ¿ perforation ¿ peritonitis ¿ portal vein gas and thrombosis ¿ pneumoperitoneum ¿ tumor seeding (through the needle tract).¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known potential adverse events associated with the eus-fnb procedure, the cook device itself, as well as patient pre-existing conditions. As stated above, hemorrhage (bleeding) is a known potential complication that is captured in the instructions for use¿s ¿potential adverse events¿ section. However, there was no evidence of a failure reported associated with the actual devices. Summary: according to the customer: delayed bleeding occurred after the biopsy of the liver. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient was kept overnight for observation and medication monitoring. Additional information indicated that a further procedure was required to address the delayed bleeding. As per medical advisor's input "if the patient underwent surgery due to the delayed bleeding rather than overnight observation and monitoring, the severity will be +4." Investigation findings conclude that a possible root cause of the hemorrhage (bleeding) could be attributed to known potential adverse events. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A female patient underwent an eus procedure in which the echotip clearcore eus biopsy needle, g59742, was used. After the biopsy of the liver, the patient had delayed bleeding. Patient was admitted for overnight observation and monitoring of medicine and bleeding. No additional procedure was required, and patient was discharged to go home. Patient was kept overnight for observation and monitoring of medicine. Please describe the location in the body for the intended target site: liver- right lobe. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? No. What is the scope manufacturer and model number that was used? Fujinon eg-740ut. Was the device used in a tortuous position? Somewhat, not anything uncommon. Are images of the device or procedure available? Physician has images and video-market development manager will check on obtaining them (he also confirmed he is actively working with the engineers on this device). Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. When was the issue noted? Procedure went fine, needle worked fine. Post-procedure patient was noted having delayed bleeding. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. If not with the device in question, how was the procedure performed and/or finished? Procedure went fine, needle worked fine. Post-procedure patient was noted having delayed bleeding. Did the patient require any additional procedures as a result of this event? No, patient was kept overnight for observation. Please describe the reported event and the details of the product involvement. Liver biopsy was performed in the right lobe. During needle retraction, minor blood flow was observed and stopped with advancing sheath as a tamponade. Case was completed with no viable blood flow. Please describe in detail how the product was being used when the incident occurred: product was used on label as described in IFU and dynamic suction technique was uses for sample collection. What is the age/weight/gender of the patient involved in the reported incident? Female. Was any serious injury identified, medical intervention required, or follow-up care needed? If yes, please provide what was required per the reported incident. Delayed bleeding from liver biopsy which led to an overnight stay and medical intervention. How is the patient/individual doing now? Last I was told she was discharged. Was the procedure able to be completed? Yes.